Manufacturer narrative:
Concomitant products: 419588 lead, implanted: (B)(6) 2011. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low grade fever, rigors, chills and elevated white blood cell count. The patient was diagnosed with bacteremia/septicemia with enterococcus. An echocardiogram also showed endocarditis. The device and leads were explanted. The atrial lead was found to have vegetation. After the lead extraction, the patient experienced a cardiac vein tear and cardiac tamponade. The patient then experienced pneumonia and left sided back pain. The patient underwent pericardiocentesis. The device and leads were replaced six days later. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.